Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had drainage from the pocket site since implant. The physician had treated the issue as an infection, but the drainage remained. The physician was not aware of any other medical issue that the pt had that could be related to or causing the issue. The pt was at home in good condition. Additional info has been requested but was not available as of the date of this report.